Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('each device was removed in fragments') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), amenorrhoea ("hormonal changes describe: lack of menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdomen"). The patient was treated with surgery (laparoscopic salpingectomy,removal of essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urticaria, amenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2015 (per summon) and (B)(6) 2015 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('each device was removed in fragments') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), amenorrhoea ("hormonal changes describe: lack of menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdomen"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urticaria, amenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2015 (per summon) and (B)(6) 2015 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-nov-2021: medical record received. Case became serious incident. Reporter information added and patient's date of birth updated. New event "each device was removed in fragments" and essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.